Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 433 mg/dl with polydypsia, polyuria and trace ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. The patient reported that they used an insulin pen when the bolus did not work. Cts determined that the patient overrided the dosage recommended by the bolus calculator feature. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2015 with the following findings: the last bolus delivery and the last basal delivery were on 08/30/2015. The pump completed 24hr duration testing with no errors, alarms or warnings. An ezcarb and ezbg bolus were manually calculated and the pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.